Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: tlh. According to the reporter: after taking a bit of tissue with the device, when passing needle through tissue, the needle came out with half of the needle missing. Radiology was used to find the needle and tissue was resected to remove the needle. This caused an hour delay.